Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device information was corrected.

Event description:
On (B)(6) 2015, a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. Following advancement, placement and deployment of the trunk-ipsilateral leg component, a type ia endoleak was observed. The proximal end of the trunk-ipsilateral leg component was ballooned twice, yet the endoleak was still present. An aortic extender component was deployed to treat the endoleak. The aortic extender component covered 50% of the left renal artery ostium, therefore a renal stent was inserted into the left renal artery to maintain patency. The patient tolerated the procedure. It was reported there were no device issues regarding the performance or placement of the aortic extender componen and that the aortic extender component deployed exactly where it was placed.

Manufacturer narrative:
Additional device information: aortic extender endoprosthesis pla280300 lot # 12614174 results code: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include but are limited to: endoleak and improper component placement.